Event description:
The customer reported that the 25 gauge cutter could not be pulled out from the 25 gauge trocar after the vitrectomy was finished. The doctor had no choice but to pull out the cutter and trocar together. The doctor thought it was a dangerous situation, and a nonconforming trocar was to blame. The doctor confirmed there was no health impact to the patient. No additional information is expected.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.